Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the lead exhibited high impedance and thresholds, and was found to have dislodged from the device header. The pocket was opened and the lead was tested, exhibiting acceptable measurements. The physician then attempted to reconnect the lead to the device, but was unable to insert the lead into the header, and the setscrew would not tighten. The device was explanted and replaced. No patient complications have been reported as a result of this event.